Event description:
Found that a few biggish pieces of the tampon got left behind - vagina [foreign body in reproductive tract]; vaginal ph out of wack [vaginal disorder] ; vaginal discharge out of wack [vaginal discharge]; pieces of tampon left behind [device breakage]; fever [pyrexia]. Case narrative: consumer reported via email that pieces of the tampon were left in her vagina after removal. No serious injury was reported.

Event description:
Found that a few biggish pieces of the tampon got left behind - vagina [foreign body in reproductive tract]. Vaginal ph out of wack [vaginal disorder]. Vaginal discharge out of wack [vaginal discharge]. Pieces of tampon left behind [device breakage]. Fever [pyrexia]. Case description: consumer reported via email that pieces of the tampon were left in her vagina after removal. No serious injury was reported.

Event description:
Found that a few biggish pieces of the tampon got left behind - vagina [foreign body in reproductive tract]. Vaginal ph out of wack [vaginal disorder]. Vaginal discharge out of wack [vaginal discharge]. Pieces of tampon left behind [device breakage]. Fever [pyrexia]. Case description: consumer reported via email that pieces of the tampon were left in her vagina after removal. No serious injury was reported.